Event description:
The event is reported as: staples jammed during use. No pt injury reported.

Manufacturer narrative:
Sample returned to MFR. The results of the evaluation are not available at the time of this report. A follow-up report will be sent when completed.